Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the metal housing for the sound switch was loose. He re-assembled the switch housing to repair the bed.